Event description:
It was reported that there was difficulty pushing the attempted right ventricular (rv) lead through the introducer. Ultimately, the lead was removed due to the helix not fully extending despite numerous rotations. A different lead was then successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4068-45 lead implanted 1999-(B)(6). (B)(4).